Event description:
Same case as MDR ID#2134265-2014-04556 and MDR#2134265-2014-04555. It was reported that stent thrombosis and death occurred. Target lesion #1 was located in the non-tortuous and calcified proximal left anterior descending artery with 99% stenosis. Target lesion #2 was located in the non-tortuous and calcified middle of left anterior descending artery with 90% stenosis. Target lesion #3 was located in the non-tortuous and calcified distal left anterior descending artery with 90% stenosis. The total length of the lesion was 68mm. A non-bsc guide wire and guide catheter were placed. The lesion was predilated with a non-bsc balloon. A promus premier 2.5x20mm was deployed at distal lad, a promus premier 3.0x38mm was deployed at mid lad and a promus premier 3.0x20mm was deployed at proximal lad. Optical coherence tomography (oct) revealed that the proximal edge of the 3.0x 20mm promus premier¿ stent was not well apposed. The physician used a 3.5x 15mm non bsc balloon catheter for post dilatation. Final angioplasty was performed, no complication was found and the procedure was completed. Five days post procedure, the patient underwent cardiac rehabilitation program and was discharged. No further patient complications were reported. Four days from discharge, treadmill exercise test was performed and revealed good results. Aspirin and clopidogrel were last taken on this day. The patient had been taking aspirin and clopidogrel since 2 days prior to the implant procedure. On the following day, it was found that the patient died at home. Autopsy was performed and stent thrombosis was found in the promus premier stent.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).